Event description:
The customer reported that in the middle of the procedure, the system failed to display a live image on the monitor. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo receptacle was evaluated and replaced. The system was tested, found to be working as intended and returned to service.